Manufacturer narrative:
Approximately four years post placement, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films or the referenced CT scan for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the filter tilt is unknown at this time. Filter tilt has been known to occur at the time of placement or retrieval of the filter. Additionally, specific physical and mechanical characteristics of each filter may be influenced in different ways by the specific clinical scenario, ivc anatomy and compliance, and the underlying hemodynamics to which the device is exposed. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. Approximately four years post placement the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. Approximately four years post placement the patient underwent an updated computed tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of a motor vehicle accident (1997) with left hip dislocation and fracture, development of post traumatic left hip osteoarthritis, anxiety, sleep apnea, asthma, chronic obstructive pulmonary disease ( copd ), acute left leg weakness and pain, hematoma and acute blood loss related anemia. Per the medical records, the admission diagnosis was left hip post-traumatic osteoarthritis. The hospital course included a total hip arthroplasty done one week prior to the index procedure. The day after the total hip arthroplasty, the patient developed acute onset hypoxia and tachycardia, a CT scan revealed a pulmonary embolism, and the patient was started on deep vein thrombosis prophylaxis, including an anticoagulant. One day prior to the index procedure, the patient developed acute left leg weakness and pain, the patient had a hypotensive episode when working with physical therapy that resulted in a ¿code blue¿ being called to address his near loss of consciousness. A CT scan revealed a hematoma associated with the left hip and acute blood loss related anemia was diagnosed. An emergent hematoma evacuation and sciatic nerve decompression were done. He was switched from the anticoagulant to a heparin drip, and the following day the ivc filter was placed. The optease filter was placed in an infra-renal area with the cranial tip of the filter at the level of the l1-2 disc space. The position was confirmed radiographically. There were no reported complications. Post hematoma evacuation the post-operative course was uneventful, the patient was started on long term anticoagulation, placed in physical therapy for the hip replacement and was discharged home in good condition. The discharge diagnoses were left hip post-traumatic osteoarthritis, pulmonary embolism, left hip post-operative hematoma with sciatic nerve palsy and acute blood loss anemia. The patient was followed for anticoagulant therapy. Eighteen months after the index procedure the patient reported continued left hip pain with pain referred down to the left foot. He was prescribed exercise and transcutaneous electrical nerve stimulation (tens) unit application. Later that same month, the patient had oral surgery for periodontal bone regeneration. Post operatively the patient was noted to have bleeding from oral surgical site, while on the anticoagulation regiment. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the ivc and tilting of the device. There have been no documented attempts to remove the filter. The patient reports mental anguish, fear that the filter will migrate, fracture, perforate further through the ivc, tilt and cause blood clots. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava filter. Per the medical records, the patient history includes motor vehicle accident (1997) with left hip dislocation and fracture, development of post traumatic left hip osteoarthritis, anxiety, sleep apnea, asthma, chronic obstructive pulmonary disease (copd), acute left leg weakness and pain, hematoma and acute blood loss related anemia. One week prior to the filter implant procedure, the patient was admitted to the hospital for left hip post-traumatic osteoarthritis. The patient had a total hip arthroplasty and developed acute onset hypoxia and tachycardia. A CT scan revealed a pulmonary embolism, and the patient was started on deep vein thrombosis prophylaxis, including an anticoagulant. Subsequently, the ivc filter was placed. The optease filter was placed in an infra-renal area with the cranial tip of the filter at the level of the l1-2 disc space. The position was confirmed radiographically. There were no reported complications. Approximately four years post placement the patient a CT scan revealed the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter being significantly tilted and approximately six struts were significantly perforating the inferior vena cava (ivc). Per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the ivc and tilting of the device. There have been no documented attempts to remove the filter. The patient reports mental anguish, fear that the filter will migrate, fracture, perforate further through the ivc, tilt and cause blood clots. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.